Event description:
On february 16, 2024, information was received from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that patient stated, that it is difficult to get a good position to charge the implant. And this has occurred, since the patient "got it". The patient often sees the poor recharge screen or charging good, rarely sees charging excellent. Agent instructed patient to hard reset the controller, then proceed in charging the implant. Eventually, patient saw charging quality excellent. Patient also mentioned, that they have to press the recharger in place, while charging the implant. Patient mentioned, that the implant is very small. Agent directed patient to doctor to address the issue. Additional information was received on 2024-aug-09. The patient reported, they were still unable to charge their implant. They explained, they kept getting a message stating, "recharging not available, install battery pack". They also noted, that their back hurt, because the stimulation was off. Patient services walked the patient thru removing the battery pack. The pt confirmed, there was no physical damage on the recharger cord, pins, controller connector port pins nor the battery compartment pins. The pt cleaned the connector pins. The battery pack was reinserted and then they saw the no device found message. The pt connected the recharger and the caller stated, it appeared to be working then. Pt also reported, seeing "poor recharge quality", but said this was normal, because they were not all set up to charge. The pt stated, they have to sit in their chair with a pillow pressed up against them and the lumbar support on their chair turned up all the way. Otherwise, they get the "poor recharge quality" message. The pt commented, it is quite painful. They stated, their doctor was going to be replacing the implant with a non-rechargeable battery, because of this. Additional information was received on 2024-aug-15. The rep reported, that on (B)(6) 2024, the patient had the ins replaced with a non-rechargeable ins. The rep confirmed, that the pt was getting pain relief with the device, but they did not care to recharge the ins, because they "felt like it was a pain". Rep confirmed, that all impedance measurements were within normal limits.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. No anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.